Event description:
It was reported that on (B)(6) 2026, a 5 mm x 2 mm amplatzer piccolo occluder was chosen for a patent ductus arteriosus closure procedure. The piccolo case that was supposed to happen on (B)(6) 2026 but the patient had a infection and the case had been rescheduled. The procedure was completed on (B)(6) 2026. Five minutes after the implant, the occluder got embolized and they were able to retrieve it quite easily. They tried some other devices, but nothing could close it without obstructing the left pulmonary artery (lpa), so we had to send the patient to surgery.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. As a lot number was not received from the field, so no device history record or lot specific similar complaint review is applicable. Based on the available information, a cause for the reported device embolization could not be determined. A surgical intervention was a result of case specific circumstances, as the device was removed and the duct was treated. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a 5 mm x 2 mm amplatzer piccolo occluder was chosen for a patent ductus arteriosus closure procedure. The piccolo case that was supposed to happen on (B)(6) 2026 but the patient had a infection and the case had been rescheduled. The procedure was completed on (B)(6) 2026. Five minutes after the implant, the occluder got embolized and they were able to retrieve it quite easily. They tried some other devices, but nothing could close it without obstructing the left pulmonary artery (lpa), so we had to send the patient to surgery.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.